Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v913867, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported she was not make aware by the health care provider that her device could be removed after a clinical study that started 5 years ago for the bladder and urgency. It was reported that in the last year of the study the neurostimulator had not been working to the patient¿s satisfaction and it had not from the beginning. The patient stated study ended last week and would want it removed. It was later reported a week later that patient did not get 50% or greater symptom reduction. The patient stated she wanted to no longer be in the research study and have the device removed by someone else closer to her. The health care provider have attempted to scheduled surgery. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available